Event description:
A customer reported to baxter (B)(4) of a one-link needlefree ivconnector in which customer detected no flow of unknown medication. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury. It is unknown if there is any report of medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.